Manufacturer narrative:
(B)(6). For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed in sections as nipro is an OEM manufacturing site. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for (B)(4) with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set contained many black spots inside